Event description:
It was reported that the wire was fractured. The 80-90% stenosed target lesion was located in the coronary artery. A 1.50mm rotapro and rotawire drive were selected for percutaneous coronary intervention. During preparation, in testing the burr outside the body, the wire was introduced into the vessel but at least half of the wire is outside the body at all times. The wire fractured at the level of the burr. Both devices were deemed defective. The procedure was completed. There was no patient complications.